Event description:
Procedure type: unk. According to the reporter: when sliding in the trocar, the device came apart. All pieces were removed from pt cavity. The operating time was not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No further details were provided.